Event description:
It was reported that this pacemaker exhibited right ventricular (rv) noise, oversensing, and pacing inhibition with pauses of greater than two seconds. Additionally, this device and a non boston scientific right atrial (ra) lead exhibited noise on the ra channel. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service. Additional information was received which noted that troubleshooting was performed, and the noise with pacing inhibition was unable to be reproduced. The rv and ra sensitivity were reprogrammed, and the patient was referred to their physician for further discussion. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) noise, oversensing, and pacing inhibition with pauses of greater than two seconds. Additionally, this device and a non boston scientific right atrial (ra) lead exhibited noise on the ra channel. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service. Additional information was received which noted that troubleshooting was performed, and the noise with pacing inhibition was unable to be reproduced. The rv and ra sensitivity were reprogrammed, and the patient was referred to their physician for further discussion. No adverse patient effects were reported. The device remains in service. Additional information was received which noted that the device was later explanted and replaced to upgrade the patient's therapy. No adverse patient effects were reported. Additional information was received which reported that the patient had an infection/sepsis at the time of the device explant. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) noise, oversensing, and pacing inhibition with pauses of greater than two seconds. Additionally, this device and a non boston scientific right atrial (ra) lead exhibited noise on the ra channel. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) noise, oversensing, and pacing inhibition with pauses of greater than two seconds. Additionally, this device and a non boston scientific right atrial (ra) lead exhibited noise on the ra channel. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service. Additional information was received which noted that troubleshooting was performed, and the noise with pacing inhibition was unable to be reproduced. The rv and ra sensitivity were reprogrammed, and the patient was referred to their physician for further discussion. No adverse patient effects were reported. The device remains in service. Additional information was received which noted that the device was later explanted and replaced to upgrade the patient's therapy. No adverse patient effects were reported.